Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag console experienced m5 error. The motor was replaced but the issue persisted.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: console did not pass surge testing the reported event of the centrimag system alarming for an m5 error, and the motor speed and flow dropping to zero revolutions per minute (rpm) and liters per minute (lpm) respectively were confirmed via analysis of the log file; however, the reported event could not be reproduced during testing of the returned centrimag console (serial number: (B)(6)). A log file was downloaded from the returned console. The log file did not contain data from before 10sep2025. On the reported event date of 11sep2025, the system was observed to be operating at a speed of approximately 4600 rpm and 4.8 lpm without any issues. The log file then captured a f3: flow below minimum and a m5: pump speed not reached alarm due to the motor speed and flow readings dropping to 0 rpm and -0.189 lpm respectively. The motor ramped back up to the set speed without issue within a minute of the alarms activating. The system was observed to be shut down, consistent with reported information. No other notable alarms were observed during the data reviewed. The centrimag console returned for analysis in unremarkable physical condition. The console was connected to a test loop for an extended period of time and was able to operate the system as intended for duration without issue or alarm. The reported event could not be reproduced. Provided information indicated that the alarm first occurred on 08sep2025 when the monitor was disconnected from the console for transport, the motor speed and flow readings dropped to approximately zero but restored to normal levels within a few seconds. It was reported that on 11sep2025, when the monitor was disconnected for transport and the console was moved, the alarms reactivated and resolved when the driveline was manually adjusted and secured in the back of the console. The root cause of the reported event could not be determined via this investigation. The device history record was reviewed and revealed no deviations with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 ¿ "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 ¿ "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual table 15 ¿ ¿console maintenance schedule¿ addresses how often to perform maintenance including when to perform battery maintenance and when to replace the battery. The 2nd generation centrimag system operating manual section 8.4 ¿ ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that on (B)(6) 2025, new circuit and centrimag was placed on the patient at 1126. On (B)(6) 2025, while preparing to transport to the operating room, a nursing staff unplugged the patient monitor. An m5 alarm was triggered, with console flows and rpms dropped to 0. The function spontaneously resumed within 5-10 seconds. On (B)(6) 2025, during operating room preparation and transport, the monitor was unplugged. When the console was moved from the cart to bed (the driveline was taut but supported), the m5 alarm occurred again with 0flows and 0 rpms. This resolved after manually adjusted and securing the driveline at the back of the console.